Event description:
The chief physicist reported that a technician pressed the motion enable bars on the hand pendant and the couch and gantry moved for a fraction of a second.

Manufacturer narrative:
This product problem is still under investigation. A supplemental MDR will be submitted when the investigation is complete.